Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this nonmagnetic resonance imaging (MRI) conditional system was subject to an MRI scan. During the scan the pacing rate was not as expected. Afterwards it was determined that the health care professional had not programmed appropriately the pacemaker into cautery protection mode, and this was why the device responded to the magnet from the MRI. The pacemaker remains in service. No adverse patient effects were reported.